Manufacturer narrative:
Update received 12, 20 aug, 07 sep 2025: during the index procedure two venaseal kits were used to treat the great saphenous vein. Approximately 27 months post procedure patient suffered intermittent left thigh ache. Patient also treated with frequent elevation of limbs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure a venaseal was used to treat the patient. Post procedure patient suffered intermittent left thigh acne. Patient reported that their pre-enrolment left thigh sharp pain had returned over the past two months intermittently. This resulted in a visit, physician recommended usual conservative treatment. Patient reported improvement over the past few weeks. Patient reported intermittent thigh acne with no pain at the time of the visit. The event was treated with aspirin and coumadin. It was stated that the event was related to target limb/vein. Patient has not recovered.